Event description:
In a review of published literature, these findings were noted: naoki toya, et al. "Selection of endurant and excluder for evar based on anatomical features and comparison of short-term outcomes" japanese journal of cardiovascular surgery, 2014, vol.43 suppl. Page466. On unknown date, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On unknown date, the patient presented with the occlusion of a device limb.

Manufacturer narrative:
(B)(4)

Event description:
In a review of published literature, these findings were noted: naoki toya, et al. "Selection of endurant and excluder for evar based on anatomical features and comparison of short-term outcomes" japanese journal of cardiovascular surgery, 2014, vol.43 suppl. Page 466. On (B)(6) 2013, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. It was reported that the patient's access vessels were tortuous. On (B)(6) 2013, an occlusion of a device limb was identified. On (B)(6) 2013, a f-f bypass was performed to restore blood flow to a lower extremity. The patient tolerated the procedure.

Manufacturer narrative:
Added age, gender. Corrected the source type. Added the expiration date, catalog #, and manufacturing date.

Manufacturer narrative:
Event date: as no specific dates were provided in the article, the date of the article ((B)(6) 2014)is used as the date of event. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to thrombus and device occlusion. A review of the manufacturing records for the device verified that the lot met all pre-release specifications.

Event description:
In a review of published literature, these findings were noted: naoki toya, et al. "Selection of endurant and excluder for evar based on anatomical features and comparison of short-term outcomes" japanese journal of cardiovascular surgery, 2014, vol.43 suppl. Page466. On (B)(6) 2013, the patient underwent endovascular repair of the bilateral common iliac artery aneurysms using gore excluder aaa endoprostheses. It was reported that the patient's access vessels were tortuous. On (B)(6) 2013, an occlusion of the right limb (pxt231218 and pxc121000) was identified. It was reported that the cause of the occlusion was the highly angulated right iliac artery. On (B)(6) 2013, a f-f bypass was performed to restore blood flow to the right lower extremity. The patient tolerated the procedure.

Manufacturer narrative:
(B)(4)